Event description:
It was reported that during a procedure a clamp holder broke. The sales consultant states that the instrument did not break from improper use. The fragment is apparently stuck in the implant, and both were disposed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the tip is broken off. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Without the broke fragment of the rod and the involved implant we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload caused the breakage. No product fault could be detected.